Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, d8, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the maintenance kit needed to be replaced. However, due to contractual agreements, the customer refused the repair. If more relevant information becomes available the investigation will be reopened and updated accordingly.

Event description:
It was reported by the customer that during routine inspection the cs300, chinese, non-uts intra-aortic balloon pump (iabp)device displayed a system failure error message after powering on, accompanied by a buzzer alarm. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.